Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey conducted for mesh, recurrence occurred one year after first intervention.